Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had exhibited increased thresholds and phrenic stimulation. It was determined that the lead had dislodged. As a result, surgical intervention was required. This lv lead was extracted and a new lv lead was successfully placed. No further complications were reported.